Manufacturer narrative:
Submit date: 11/04/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an unknown dialysis product. The customer states this is a spontaneous report by a nurse from france of peritonitis with culture positive for staphylococcus cohnii and leakage occurred around the crack of the extension line and adapter. On (B)(6) 2014, the nurse provided clarification of the event. She confirmed that the problem was with the catheter. The catheter (covidien) was not changed but the end of the catheter was damaged. She cut the end of the catheter and put a new plastic adaptor and a new transfer set.

Manufacturer narrative:
A review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number was not provided. All dhrs are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. There were no samples submitted with the complaint. Any potential product defect that may have contributed to the incident cannot be determined without a sample to examine. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation.